Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 12/15/2020 and placed into service on 11/20/2019 with battery pack serial number (B)(6). The log files showed the customer's failure to promptly address red asi warnings reduced battery life expectancy. This eventually resulted in the early depletion of the battery pack.

Event description:
A customer reported that their AED would not power on. They reported this did not occur during patient use.